Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of a blank display, unexpected restart, priming, external ram crc error, no reservoir alarm and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose level was 237 mg/dl. The customer stated that the display was not blank for less than 30 seconds. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer reported external ram crc error and displayable history crc check failed at startup in the alarm history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.